Event description:
It was reported that during an open high anterior resection, the operation staffs did not notice that the cartridge was not being loaded on the device, so the device was fired without cartridge on the rectum. The cartridge was not being loaded on the device since before the package was opened. The surgeon noticed that there was no cartridge after the target tissue was cut and the device was released, so the bowel content spilled inside the abdominal cavity. After that, another tlh was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Three devices were received for analysis. Device (a) arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. Devices (b and c) were received sterile in good visual condition and with a reload loaded on the device. Event describe could not be confirmed as the two sterile devices were received with the cartridge present and properly loaded on the device. No functional test was performed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.